Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced leaking from the cartridge and connect adapters, with proper function on the first day of insertion followed by leakage on subsequent days; the user reported changing out supplies when leakage occurred, and troubleshooting and education were completed with confirmation of correct setup steps. Symptoms included none reported and no adverse changes in blood glucose, as the user replaced the affected supplies. Outcomes included replacement shipments of insets and cartridges to restore therapy supplies and prevent interruption in use. Investigation included customer service troubleshooting and education with verification of technique and confirmation of the lot and infusion set model. Investigation of this case revealed a suspected device leak associated with the cartridge and connection interface, consistent with a device component issue affecting the infusion set and cartridge assembly. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the leak during phone-based troubleshooting and lack of returned product for evaluation.